Event description:
It was reported that "xia 2 polyaxial inner screwdriver shaft used for removal cases at tulsa spine and specialty suffered broken teeth and was bent. The outer shaft ratcheting/locking teeth have been sheared off and both items require replacement".

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.